Manufacturer narrative:
Only the insertion device was returned no anchor or suture. Insertion device meets current print specifications. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. Based on the evidence provided, no root cause relating to the manufacturing of the product can be determined.

Event description:
It was reported that the healicoil threads sheared off while implanting the device. All pieces were reported to have been removed from the patient. An additional anchor was placed in the same site. No patient injury or other complications were reported.